Manufacturer narrative:
This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer biomet complaint: (B)(4).

Event description:
It was reported that the patient had an initial right knee arthroplasty on an unknown date. Subsequently, the patient was revised on september 15, 2015 due to unknown reasons. During the procedure it was noted that the 2.5mm set screw was missing from the packaging. The offset adaptor was implanted without the 2.5mm set screw with only a 5 minute delay. No known adverse event was reported. Attempts have been made and no further information has been provided.